Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2025 recorded the stable pacing impedance around 500 ohms and the shock impedance around 80 ohms. The analysis of the provided iegm episode no. 34 from (B)(6) 2025 revealed artifacts on the rv channel, which led to oversensing. Furthermore the provided x-ray images of the lead in the implanted state were analyzed. No peculiarities could be noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to oversensing in the ventricular channel.